Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 17.4 mmol/l. The user alleged the reservoir was under delivering insulin due to high blood glucose. Size air bubbles were small champagne size present along tubing length. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.